Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of hernia and peritonitis in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). Extraneal therapy was ongoing. During a call with baxter customer services, the following information was reported. On an unreported date, the patient experienced hernia as a result to a sneeze. On (B)(6) 2012, the patient was hospitalized for peritonitis and for hernia surgery. The cause of the peritonitis was unknown. Treatment for peritonitis was not reported. The patient was recovering from this peritonitis event. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). Device history review showed no abnormality was observed. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. The assignable cause of the problem was not related to the device. The problem was not confirmed.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow-up report will be submitted.